Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital for unrelated reasons, multiple inappropriate auto mode switch (ams) episodes due to noise were observed on atrial lead during device check. The lead tests were within normal limits. No programming changes were made. As the patient was unable to respond due to non- device issues, no symptoms were reported and was recovering.

Event description:
Additional information indicates that when the patient presented for a device changeout, it was noted that the atrial lead noise was reproducible with pocket manipulation. The physician elected to explant and replace the lead. The patient was stable following the procedure and was discharged the same day.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. An external insulation abrasion breaching the outer insulation and exposing the outer coil was observed at 6.9cm ¿ 7.0 cm from the connector pin consistent with friction to the device can. This is consistent with the observation of noise from the field.